Event description:
It was reported that the catheter was partially fractured. A renegade hi-flo fathom system was selected for use in right femoral artery puncture and left subclavian branch artery coil embolization for false aneurysm. During the procedure, outside the patient, the catheter surface was flushed, and the carrier tube was hydrated prior to removal from carrier hoop for about 1-2 seconds. There was no resistance felt upon removal from the hoop. When the coil was about to be deployed, it was noted that the outer membrane at the distal end of the microcatheter was partially fractured and the inner core could be seen. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.